Event description:
A report was received that the patient was experiencing heating at the pocket site while charging. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The heating at the pocket site was not a reason for the ipg replacement. The ipg was replaced because of the charging time and difficulty charging as well as the fact that the ipg was not holding a charge. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the patient.

Event description:
A report was received that the patient was experiencing heating at the pocket site while charging. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.